Event description:
It was reported that the device was used during a colectomy. It was reported by the rep that the surgeon fired the device (tlc55) across bowel, removed the device and inspected the staple line noticing a "gaping hole" in distal portion of staple line. He then reloaded the stapler (tcr55) and refired. He removed the device and again noticed a hole. A new tlc55 was opened and fired and another hole was noticed. A third tlc55 was opned and fired successfully.